Event description:
Boston scientific received information that during surgery to replace a heart valve, this right ventricular (rv) lead was cut. The patient was required to have their chronic system explanted and a new system implanted. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.